Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h10, h11, corrected fields: d5, e2, e3, g2. Additional customer contact phone: (B)(6). A getinge field service engineer (fse) stated, found display abnormal, had shadow at left lower corner also found machine shut down automatic during run test. Replaced a power management circuit board and lcd display complete cardiosave pm to factory specifications. Device passed all functional and safety tests according to factory specifications. Device was returned to customer and cleared for clinical use. There was no patient involved. The defective components were received for further investigation. The failure analysis and testing dept. Part with a reported unit failure of a fault code 118 and the machine powered off. The fat performed a visual inspection and found the part to be in good condition. The fat installed the board into the cardiosave test fixture serial number (B)(6) and tested the board to factory specifications per procedure number (B)(4) revision e and the cardiosave service manual part number 0070-00-0639 revision r. Tested the board for one hour with no issues. Fat could not verify the reported failure. Fat received the board back from the supplier. The supplier tested the board and found component u6 to be faulty. Please see attachments for failure analysis paperwork. This investigation is now complete but no root cause defined. Retaining the part in the failure analysis and testing department per procedure number (B)(4) rev. Aq. The non-conformances with the returned components were identified and supplier have found the issue on component u6.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during a routine maintenance the cardiosave intra-aortic balloon pump (iabp) powered off automatically and found fault code 118. There was no patient involvement reported.

Manufacturer narrative:
A getinge field service engineer (fse) stated, found display abnormal, had shadow at left lower corner also found machine shut down automatic during run test. Replaced a power management circuit board and lcd display complete cardiosave pm to factory specifications. Device passed all functional and safety tests according to factory specifications. Device was returned to customer and cleared for clinical use. The failure analysis and testing dept. Received part with a reported unit failure of a fault code 118 and the machine powered off. The fat performed a visual inspection and found the part to be in good condition. The fat installed the board into the cardiosave test fixture and tested the board to factory specifications per procedure number 0002-07-d016 revision e and the cardiosave service manual part number 0070-00-0639 revision r. Tested the board for one hour with no issues. Fat could not verify the reported failure. Fat received the board back from the supplier. The supplier tested the board and found component u6 to be faulty. This investigation is now complete but no root cause defined. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Aq. The non-conformances with the returned components were identified. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a.